Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of patient being harmed as a result of this malfunction. There is no other information available and they were not able to tell if a new fms was inserted. First attempt made on (B)(4) 2014 to obtain additional information, voicemail message left for complainant. Second attempt made on (B)(4) 2014 to obtain additional information, spoke with receptionist who advised calling (B)(6) call placed - reached voice mail for another person. Did not leave a message. Call placed to (B)(6) and spoke with complainant. Complainant was provided direct number of territory manager and was further advised to contact tm with any information. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. Please note: four (4) issues of fms with inflation difficulties; therefore a separate 3500a form has been completed for the other cases under patient identifier#: (B)(6) and MFR. Report#: 2243969-2014-00232, 2243969-2014-00233, 2243969-2014-00235 respectively. (This is report 3 of 4 to capture these cases).

Event description:
Territory manager reported of four (4) issues of fms where the nurse was able to instill a small amount of fluid and the device began to leak at the inflation port. The issue was during patient use. Additional information received stated that "in each case staff were able to instill limited amount of fluid into balloon port after the device was inserted into a patient (amount of fluid not known) and this resulted in stool leaking from around the balloon. She clarified that the instilled fluid did not leak out of the balloon port. She does not know if the same or another device was inserted into the patients." This case relates to four (4) issues of fms with inflation difficulties.